Manufacturer narrative:
The device was returned. The customer allegation was not reproduced; however, occurrence is likely. Additionally, it was noted that the nozzle was clogged with foreign materials. Due to a pinhole on universal cord, water tightness was lost. Scratches were found throughout the device. The suction cylinder was shaved. The scope connector had corrosion due to water leakage. Adhesive on bending section cover was chipped. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the evis lucera elite colonovideoscope exhibited e315 (no image) scope error. The issue happened during preparation for use for an endoscopy. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.